Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and fecal incontinence. It was reported, that the caller reports that they went 2 weeks without voiding and then took an enema. And now they cannot void again. Helped caller connect to implant and adjust stim and change programs. Patient will maintain stimulation level and will continue to track symptoms. The patient's relevant medical history included the caller mentioned that they have neuropathy. And have started taking pills. Reviewed, that changes to diet or medications can impact therapy. And to review with hcp.